Event description:
The customer alleged that the ventilator became inoperative while in pt use. No pt harm. The nellcor puritan bennett customer support enginerr (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced.